Manufacturer narrative:
A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related processes or material changes related to the reported condition for this product. Process monitoring data was reviewed and there were 5 instances recorded of the cannula loader being jammed. A review of the machine setup was conducted and there were no issues. A review of the machine did not show any issue with damaged cannula. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. The most likely root cause is damage to the cannula prior to injection. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for defects and physical tested for conformance to specifications. Lot c3731x met all acceptance requirements and was released. Non-confirmation of a defect and the root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a bydureon needle. The customer states the needle broke off and remained in her skin after giving herself her injection. She states the blue hub of the needle did not dislodge from the syringe. It remained on the syringe.